Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was reported that a patient had a "bladder sling" put in, in (B)(6) 2013. Since then stimulation therapy was not covering the patient's symptoms as well. It was stated that the patient had "tried all the programs, adjusted the settings, and some of the settings could not be used". It was noted that stimulation was still helping, but not like it used to before the sling. It was noted that the patient had been in to see her health care provider (hcp) and they thought the change was related to the sling. It was reported that patient was experiencing itching with the sling and urge frequency and "all typical lots of problems". It was not clear what that meant. It was noted that the patient was "taking all kinds of medications" and they were trying to see if that would help.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va04a8q, implanted: (B)(6) 2012, product type: lead. (B)(4).